Event description:
It has been reported to philips that the touch screen module would sporadically not start when switching on the system. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) confirmed that the system¿s touch screen module (tsm) needed to be replaced. The fse replaced the tsm, reloaded the software and carried out functional tests. Additionally, a protective frame for the tsm was installed. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a system¿s malfunction leading to death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.